Manufacturer narrative:
Zimmer biomet complaint (B)(4). Date of event: the event occurred sometime in (B)(6) 2019. The customer has indicated that the product will not be returned to zimmer biomet for investigation as the device is still being used. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. The device has not been returned.

Event description:
It was reported that the patient was experiencing pain from using the bone healing system (bhs). The patient got the bhs for her right foot. The patient stated that the pain felt like an intense throbbing. The patient rated the pain a 9 or 10 on a scale of 1 to 10, with 10 being the worst. The patient stated that the pain was the most intense while she slept; it would wake her out of her sleep. When the patient wears the bhs during the day the pain is no where near as intense as when she sleeps. There are no marks on her skin. The patient did speak to her doctor who said that they had never heard anything like this before. The patient is now wearing the device only during the day. No additional patient consequences were reported.

Event description:
It was reported that the patient was experiencing pain from using the bone healing system (bhs). The patient got the bhs for her right foot. The patient stated that the pain felt like an intense throbbing. The patient rated the pain a 9 or 10 on a scale of 1 to 10, with 10 being the worst. The patient stated that the pain was the most intense while she slept; it would wake her out of her sleep. When the patient wears the bhs during the day the pain is no where near as intense as when she sleeps. There are no marks on her skin. The patient did speak to her doctor who said that they had never heard anything like this before. The patient is now wearing the device only during the day. It was reported that no further information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The device was not returned to zimmer biomet for evaluation. The reported event was unable to be confirmed due to limited information received from the customer. The device history record was reviewed and no discrepancies related to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. The following sections have been updated: b4: date of this report added. G4: date received by manufacturer added. G7: type of report. H2: follow up type. H3: device evaluated by manufacturer updated to no. H4: device manufacturer date added. H6: method code updated to 3331: analysis of production records. H6: method code updated to 4114: device not returned. H6: results code updated to 3221: no findings available. H6: conclusions code updated to 4315: cause not established. H10: additional narratives/data.